Event description:
It was reported the patient is not receiving effective therapy due 2 left leads had high impedance and one left lead low impedance. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein 2 leads were explanted and a portion of the third lead was left in the patient. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.